Manufacturer narrative:
Inspection of the pod found corrosion and evidence of fluid contact on the pcb assembly and commutator cap. All three battery voltages were measured to be lower than expected. All attempts to download the data from the pod were unsuccessful. A leak test was performed, and no leaks were found in the fluid path. The cause of the internal corrosion could not be determined. Without the data, it could not be conclusively determined if the pod generated a hazard alarm. It could not be determined if the internal corrosion contributed to the reported hazard alarm. The exact cause of the reported hazard alarm could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.7 hardware: iphone16.1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient received an alert reading ¿insulin delivery stopped, change pod now¿ after approximately 4-24 hours of pod wear on the arm, indicating a flow interruption or occlusion. This resulted in the patient's blood glucose (bg) levels increasing to 279 mg/dl. The patient applied a new pod and successfully resumed therapy, reporting that bg levels were trending downward with the new pod.